Event description:
Attorney reported: on (B) (6) 2005- the pt had a ventral hernia repair. A bard composix kugel hernia path large circle, lot 43hod272 and a bard composix kugel hernia path large circle, lot 43hod262, inserted. On (B) (6) 2006- the pt began having swelling and tenderness in the suprapubic area after the composix kugel mesh was disrupted during a hysterectomy in her supra pelvic area. Surg-assist gold mesh was additionally installed in her preperitoneal space to repair the damaged mesh, and the wound healed. On (B) (6) 2008- the pt's composix kugel mesh became infected. On (B) (6) 2008-the pt underwent surgical removal of the infected composix kugel mesh. The pt has suffered and will continue to suffer physical pain and mental anguish. Note: as reported, lot# 43hod262 does not match the description provided by the attorney "bard composix kugel hernia path large circle. Lot # 43hod262 represents a bard composix kugel hernia patch small circle, product catalog # 0010203 and therefore, we are reporting this device as a product catalog # 0010203.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. The info provided indicates that the pt developed an infection following a non-related surgery several months after the bard mesh was implanted, and was treated for this infection consistent with the info provided in the mesh IFU. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." While no device failure is indicated in the reported event, currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no add'l info has been received. Therefore, no conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted on (B) (6) 2005 has to be reported in accordance with (B) (4).